Event description:
The pt's boyfriend reported, the alarm on the pt's insulin infusion device was going off but he had no other info. The pt was called and she reported she received a 07 (system alarm) message on her infusion device and her blood glucose readings had been elevated all day. She stated, her readings were over 400 mg/dl and her symptoms were cotton mouth, frequent urination, and throwing up. She stated, she treated her readings by giving herself injections of insulin. To troubleshoot, the pt was assisted in clearing the alarm by following the procedure as set out in the reference manual. The pt stated, her insulin looked "thick and cloudy." She stated, she changed her insulin cartridge yesterday and that the insulin is not expired. The pt said, she does not have any other insulin at this time. Repeated attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.